Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results obtained of 274 mg/dl non-fasting early afternoon. The customer¿s expected blood glucose test result range is: 120-130mg/dl non-fasting early afternoon under 150mg/dl 2 hours after a meal fasting afternoon 130-145mg/dl pm fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test results of 290 mg/dl using truemetrix meter; customer expected 120-130 mg/dl non-fasting early afternoon. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/30/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: result 1 : 274mg/dl date: 5/22/2020 time: 11:59am non-fasting early afternoon, result 2 : 262mg/dl date: 5/22/2020 time: 7:14pm pm fasting, result 3 : 247mg/dl date: 5/21/2020 time: 7:49pm pm fasting, result 4 : 198mg/dl date: 5/21/2020 time: 2:58pm 2 hours after a meal fasting afternoon, result 5 : 181mg/dl date: 5/21/2020 time: 8:37pm pm fasting.